Manufacturer narrative:
The lens was inserted and removed. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), model pcb00v, the implant broke in the patient''s eye and had to be removed. That the lens came into the eye with a broken haptic. The incision had to be enlarged in order to remove the lens. Another lens was put in as a replacement and one (1) stitch was made to close the incision. It was reported that there was a ten (10) minute delay. There was no secondary surgery or other medical intervention. No patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/01/2017. Device returned to manufacturer?: yes. Device evaluation: the returned pcb00v device was received inside a bag. The plunger was in a completely advanced position and locked. Scarce amounts of viscoelastic residue were observed in the pcb00v device, delivery system. The cartridge was observed positioned and without damage. No lens was observed inside the device since the lens was delivered and removed from the patient's eye. The lens was not returned. The complaint was not verified since the lens was not returned. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: a manufacturing record review was performed; no related non-conformity report (ncr) was generated during the manufacturing process. The units were manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.